Manufacturer narrative:
This report is being submitted to report additional information. Zimvie received one bar for evaluation. Visual inspection confirmed the bar was fractured through the cylinder at site #21. DHR review was completed for the subject lot number. The bar was milled in 2016. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was excessive occlusal forces. Therefore, based on the available information, a device malfunction did occur. The reported event is confirmed following inspection and investigation. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported that the bar broke in the cylinder #21 area. Tooth- 21, 23, 25/26,28/29.